Event description:
It was reported that the pt experienced a loss of therapeutic effect. The pt did not feel like the therapy was working since the physician turned it back on following a traumatic event where the pt hit the top of her head while going up a flight of stairs and had a contusion on her head. The system was checked and no problems were reported; the pt was referred to the implanting physician to have lead placement checked. The pt status was reported as good. The stimulation system was then checked and was noted to be off again; the pt stated, she had turned it on earlier in the day. The stimulation turned off by itself. No pt treatment or outcome was reported. Additional info has been requested, but was not available as of the date of this report. Reference MFR report #3004209178200909700.

Manufacturer narrative:
(B) (4).